Event description:
Complainant alleged that during a routine shift check by a clinicain, the device inappropriately halted analysis. The complainant indicated that there was no pt involvement in the reported failure.